Event description:
It was reported that the ilet displayed repeated occlusion alarms while the user was wearing a steel contact detach infusion set with 23-inch tubing; the first three alarms were dismissed with a highest recorded blood glucose of 220 mg/dl, and the fourth resolved only after the user changed supplies, after which glucose returned to range. Customer care provided support that included user-directed troubleshooting and education. Investigation of this case revealed an insulin delivery interruption consistent with an infusion set or line occlusion that resolved with replacement of the infusion set, with no additional device-related malfunction reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.